Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, false air in line alarm, which was reproduced and confirmed during evaluation. Evaluation determined the cause was a failed ultrasonic sensor with low fluid numbers. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.